Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, a non-sustained rv oversensing episode due to myopotential oversensing was observed. This was correlated to the patient being sick and coughing a lot. The oversensing was reproduced with deep breathing. Programming changes were made. The patient was stable before, during, and after the check and will continue to be monitored normally.